Event description:
It was reported to baxter (B)(4) that an empty all in one eva container-automix 1000ml had unknown particles in the bag. The reported condition occurred before use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was received for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of evaluation or if additional relevant information becomes available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was received for evaluation. No defect was found during visual inspection. The device was within specification. Should additional relevant information become available, a follow-up medwatch will be submitted.